Event description:
It was reported that pt underwent total knee arthroplasty in 2007. Revision procedure was performed the following month, due to loosening of the tibial component. It was noted that bone cement had not adhered to the tibial tray.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. The user facility is outside of the united states. No medwatch report was received. No user facility info is available.